Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels in preoperative work up and an MRI showing pseudotumor consistent with altr and an aspiration revealed small amount of necrotic tissue. Large necrotic debris was observed inside the capsule and osteolysis was present in the proximal femur. Corrosion was found on the trunnion and the heads taper. Additional information does not change the final conclusion of the previous investigation. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00771101500 ¿ m/l taper ¿ 60323032; 00631005832 ¿ liner ¿ 60514510; 00620205822 ¿ shell ¿ 61583278.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation due to elevated metal ion levels, pseudotumor, metallosis and corrosion. During the procedure, the capsule was opened and a large amount of yellow fluid expressed. Large necrotic debris was found inside the capsule and a large amount of osteolysis was found in the proximal femur down to the lesser trochanter. When the head component was removed a large amount of corrosion was found on the base of the trunnion and inside of the femoral head.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to metallosis and corrosion.